Manufacturer narrative:
Device history evaluation summary: the documentary research in the batch file shows that no element could explain this reaction: all the manufacturing steps and all the physicochemical, (extrusion force) and microbiological results (endotoxins, bioburden, sterility test, sterilization cycle) are registered as conforming to the specifications.

Event description:
Immediately after treatment with juvederm ultra in the body of the lips the patient presented with pronounced bruising and swelling. The patient also developed induration at the injection site and ulcerations inside the mouth. The physician noted the patient may have been intoxicated during treatments and possibly be alcoholic. The physician prescribed interventions to help alleviate symptoms and to prevent possible permanent damage to the patient. Among the interventions were cold compress, valisone cream, arnica gel, oral z-pack, aciclovar, medrol dose pack, valium 10mg before bed and an injection of depomedrol cortizone. The patient's symptoms have almost completely resolved.